Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an inflammatory mucosa and superficial facial nerve. The recipient was given an antibiotic treatment. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The inflammation was reportedly at the level of the tympanic cavity. The recipient was reportedly successfully activated. No further treatment details will be provided. The recipient will be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.